Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege that the patient after implantation surgery began experiencing pain around the site of the implant, constant discomfort, his mobility was severely limited and developed bone deterioration at the site of the impact. Subsequently, the patient underwent a revision of his total left hip. Since completion of the hip replacement surgeries, he has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. There is no new information that changes the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular loosening and osteolysis.